Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the biometric identifier (bio ID) was spoofing. A field service engineer (fse) removed the bio ID device from device manager, connected it to a different universal serial bus (usb) port, and reloaded the drivers. The system was then tested using the hardware test application and the main application, confirming proper operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the bio ID did not function as intended. The customer reported recurring issues and indicated that the bio ID component required replacement. There were no delay or adverse events or injuries reported based on this event.